Manufacturer narrative:
Batch review and complaint review were performed. Satisfactory results observed. No similar complaints for false positive results in the anti-d column. (B)(4)

Event description:
Customer states that a patient with a previous history of b neg, typed as b pos with the abd/rev card; anti d reacted 3+. Due to previous patient history of rh negative, the customer repeated the test using the same patient's cell suspension and the same lot of gel cards patient re-typed as a b neg. No erroneous results reported; customer had a previous history and performed necessary testing to confirm the correct result.